Event description:
It was reported that while connected to a pt and also during a test, the ventilator reset with an audible alarm and had multiple low o2 alarms. No pt harm reported.

Manufacturer narrative:
Na